Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high ise indirect na, k, ci for gen.2 sodium results for 22 patient samples and qc material. The samples were repeated on a cobas 4000 c (311) stand alone system analyzer. Data was only provided for five patient samples. Patient 1 initial result was 148 mmol/l, repeat result was 141 mmol/l. Patient 2 initial result was 147 mmol/l, repeat result was 141 mmol/l. Patient 3 initial result was 149 mmol/l, repeat result was 140 mmol/l. Patient 4 initial result was 150 mmol/l, repeat result was 144 mmol/l. Patient 5 initial result was 151 mmol/l, repeat result was 143 mmol/l. The customer does not know conclusively if results were reported out because the issue began before her shift. The repeat results from the other analyzer were believed to be correct. The patients were not adversely affected. The sodium electrode lot number was s0803. The expiration date was requested but was not provided. The customer cleaned the ise bath, checked the probes, and cleaned the filter on the reference electrolyte. The customer checked and cleaned the ise for salt bridges and installed a new sodium electrode. The customer stated the sodium results have been acceptable since these actions. The field service representative found the electrodes had a salt bridge and the ise sipper probe needed to be replaced. The ise bath and electrode area was cleaned and an ise check was performed which was acceptable. Precision testing was performed which was acceptable and the customer ran calibration and qc which was acceptable.

Manufacturer narrative:
Additional information was provided confirming that the erroneous results were reported outside the laboratory. Further investigation determined the issues found by the field service representative were the root cause of the event. Errors seen in the provided calibration data and higher than usual qc results alerted the customer to the issue.